Event description:
Caller reported a malfunction on the pump without any notable events occurring beforehand. There was no reported impact to the customer's blood glucose level. Customer was provided with pump reset information by technical support, assisted with resetting the pump, and was advised to call back if the malfunction code recurs; caller acknowledged and understood this guidance.